Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, on (B)(6) 2011, the patient was determined to have stress urinary incontinence. The advantage fit system was implanted in order to correct uterine prolapse and treat the stress urinary incontinence. Within two days following the procedure, the sling reportedly become "cinched tight up against the urethra" resulting in urinary retention and severe low back pain, requiring immediate surgical intervention on (B)(6) 2011. Two subsequent surgeries were performed in order to readjust the sling which was folding on itself leading to protrusion of the mesh though the incision site and causing pain. The physician recorded excising the exposed mesh during two visits on (B)(6) 2011. In (B)(6) 2011, the patient reported recurring discomfort from mesh extrusion and was scheduled for a removal surgery. The patient stated she has experienced severe and permanent bodily injuries and significant physical pain due to the device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.